Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the scope communication error b30, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonoscope to the service center, which is an olympus asset with no reported complaint; during evaluation, scope communication error b30 occurred and a foreign substance was discharged from the suction cylinder side. The service repair technician indicated that the most likely cause of the complaint was traced to component failure also for the foreign substance was discharged from the suction cylinder, cause of the complaint was not established. There was no patient involvement.